Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Downgrading the case from ba15 to bz28: as the za73 (allegation on inpen app: cgm value unavailable ¿ inpen home screen displays) always not reportable on the inpen-app.

Event description:
It was reported to medtronic minimed that the customer experienced no communication from other device to software. The customer reported no adverse event. The event involved product(s) mmt-8061. Troubleshooting was performed, issue was not resolved by force closing and re-launching the in-pen application. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the application. No product return is required for mmt-8061.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The patient is advising that cgm not available error in inpen (google pixel 8 pro, android 14, app version 1.3.1). The customer was complaining that the inpen app doesn't show the cgm data. An attempt to reproduce the reported event using the inpen app (software version 7.2.0) installed on moto e13, (android 13) was conducted and confirmed the issue is reproducible. This issue is confirmed. After conducting a thorough investigation, we discovered that when there is a change in device type, firmware version, software version, or model number, the ble and simplera periodic data are supposed to be handed over to cosmos. Cumulus tracks this information in elasticache, which clears after 30 minutes (with an inactivity period of 120 minutes for ble, and all simplera periodic data marked for handover). However, the cum periodic packet in activity detector is currently failing. As a result, when a user switches devices (such as from gc to simplera), the data isn¿t properly handed over to cosmos, leading to missing device information and the device change not appearing on remote monitor. The root cause of the issue is a mismatch between the java version in the deployed code and the lambda configuration. To resolve this, we upgraded the jdk version of the cum periodic packet in activity detector lambda on ous prod to jdk 17. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under: (B)(4). Steps to resolve the issue: 1. Accessed the aws lambda management console. 2. Selected the lambda function responsible for inactivity detection. 3. Navigated to the runtime settings section. 4. Updated the java version to jdk 17. 5. Saved the changes and deploy the updated configuration. 6. Tested the lambda function to ensure it's working correctly with the new java version. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.